Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, the initial lens was implanted and subsequently removed due to a haptic placement issue and a second lens was then implanted without complications on the same day and there was no patient harm. Additional information indicates that, according to the surgeon, improper unfolding of the lens haptic contributed to the event.

Manufacturer narrative:
A product was not returned for analysis. A batch record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the medical device file were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).